Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had fluid under the lcd display. The customer's blood glucose was 127 mg/dl at the time of the incident. The customer states the insulin pump had a rainbow color screen. Details of moisture exposure and effects. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device had no blank display, display anomaly or blue or rainbow screen anomaly were noted. The device was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. It passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device powered up properly after battery installation. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. The device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.